Event description:
It was reported that the ventilator generated technical error codes indicating stop of ventilation and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
H3 other text: 4119.

Manufacturer narrative:
No service on the ventilator has been requested. The claimed issue could not be reproduced during troubleshooting by the healthcare facility. According to received information, the restart of the device resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to software.

Event description:
Manufacturer's ref #: (B)(4).